Event description:
It was initially reported that the device had an illuminated service wrench icon. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device could not completely charge defibrillation energy because the device would give a "connect electrodes" prompt.

Manufacturer narrative:
(B)(4). Physio further evaluated the device and was unable to verify the reported "connect electrodes" failure; however, physio did observe the device to fail to deliver defibrillation energy. Physio determined that the cause of the initially reported failure was attributed to an open high energy capacitor. The open capacitor caused the device to act as if it was continually charging defibrillation energy, but would never fully charge, which is why the customer initially reported the device displaying "connect electrodes". The device would also not have the ability to deliver defibrillation therapy due to this open capacitor.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer was provided with a replacement device. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.